Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). H6 device code: updated. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection found that the brake defeat button was unseated. Analysis was performed using a test rotawire as the rotawire used during the procedure was not returned. After the rotawire was inserted through the device, the advancer was connected to the rotablator console, and the foot pedal was pressed, the brake activated and held the rotawire in place during normal and dynaglide modes. The functionality of the brake defeat button could not be assessed due to the unseated button. Photos of were attached to the complaint record showing the device and the unseated brake defeat button in accordance with findings during analysis.

Event description:
It was reported that the brake defeat malfunctioned. The target lesion was located in the calcified left anterior descending artery. A rotalink advancer with tubular drive shaft was selected for treatment. During preparation, in normal mode, it was noted that the brake defeat button malfunctioned and the device did not work. During rotation, wire movement was experienced. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the brake defeat malfunctioned. The target lesion was located in the calcified left anterior descending artery. A rotalink advancer with tubular drive shaft was selected for treatment. During preparation, in normal mode, it was noted that the brake defeat malfunctioned and the device did not work. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Event description:
It was reported that the brake defeat malfunctioned. The target lesion was located in the calcified left anterior descending artery. A rotalink advancer with tubular drive shaft was selected for treatment. During preparation, in normal mode, it was noted that the brake defeat button malfunctioned and the device did not work. During rotation, wire movement was experienced. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). H6 device code: updated.